Event description:
During the initial implant of the atrial lead, insulation damage was noted which was most likely due to the implant procedure. The lead was explanted and replaced and the patient was stable with no consequences.

Manufacturer narrative:
A complete lead was returned in one piece with the helix extended and clogged with dried blood and tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead revealed outer insulation damage consistent with those occurring at the time of implant/explant, which confirmed the reported field event.